Manufacturer narrative:
Additional information was received that the issue was found during ge healthcare installation and the issue would be resolved before use by the end user. The complaint is not reportable.

Event description:
It was reported that there was a malfunction resulting in unit being inoperable. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.